Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) reviewed the data and confirmed that the shock impedance trend data showed measurements between 90 ohms and 144 ohms. Ts recommended further troubleshooting options at the next in-office follow-up. Additional information provided from the field indicated that the patient underwent lead integrity testing. However, measurements are within range. The physician elected to not perform any intervention. Rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance of greater than 125 ohms. Boston scientific technical services (ts) reviewed the data and confirmed that the shock impedance trend data showed measurements between 90 ohms and 144 ohms. Ts recommended further troubleshooting options at the next in-office follow-up. At this time, the device remains in service. No adverse patient effects were reported.